Manufacturer narrative:
Date of event: 2015. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user developed a red rash under the tape collar 8 to 10 weeks ago while using an unknown product. It was stated the rash migrated out to under tape collar and extends a few inches beyond wafer. The end user was switched to a convatec wafer and sought treatment from a physician who recommended cutting tape collar off wafer and applying over the counter 40 percent zinc oxide to the exposed skin. After seeing the physician; the skin irritation did not resolve thus she presented to the emergency room. During her ER visit the end user was advised to use over the counter adapt paste and calmoseptine cream prior to applying the wafer. Due to worsening symptoms the end user again sought treatment from her primary physician; who obtained a culture of the affected area and diagnosed the rash as a bacterial infection. Her physician prescribed two courses of levaquin 500 mg daily for 7 days. It was further reported a second 7 day course of leavquin was ordered which the end user is nearly completed. End user states symptoms have been improving since finishing the initial dose.